Event description:
It was reported that the patient was getting less than desired therapeutic effect and was experiencing increased spasticity. The dose had to be increased over the last few months. It was noted that the catheter was patent. The pump was replaced. The device system was used to deliver baclofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly.